Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the handpiece did not work. The procedure was completed as planned. There was no patient injury.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. However, the handpiece information was not provided. It is not clear if the handpiece was tested. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).